Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures cystoscopy, transvaginal repair of rectocele and perineal defect and modified sacrospinous ligament fixation due to cystocele, enterocele, vaginal vault prolapse and rectocele. It was reported that patient underwent robotic-assisted laparoscopic sacrocolpopexy and cystourethroscopy with implantation of restorelle y mesh on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.